Manufacturer narrative:
On 8/6/2019, mentor received information the patient had also experienced bilateral capsular contracture, baker grade unknown, post-operatively. The patient underwent removal and replacement as previously reported with mentor memorygel breast implant 320cc, catalog# 3507320mc, serial# (B)(4) (right) and serial# (B)(4) (left). This report is for the left side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/9/2019, mentor received the device for analysis. Device evaluation summary: the analysis results showed a crease running from the anterior to the posterior aspect. Leak testing revealed a tear measuring less than 0.1 cm within the crease in the posterior view. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/19/2019, the patient's correct date of implant was estimated to be (B)(6) 2004. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 250cc, catalog # 3501635, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 250cc breast implants and experienced deflation on the left side post operatively. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2019.